Event description:
It was reported that the patient's catheter was explanted and replaced due to a "disconnect." It was noted that the patient presented increased spasticity. At the time of report, the patient was alive with no injury or adverse event. The drug used in the system was compounded baclofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4): analysis of the pump found no anomaly. Analysis of the catheter serial number (B)(4) found that difficulty with the sutureless connector led to explant. Analysis of the catheter serial number (B)(4) showed acceptable testing; the catheter was returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 8781 lot# serial# (B)(4), product type catheter product ID, 8731sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter (B)(4).

Event description:
Additional information: the disconnection took place at the pin connector. The patient was doing "fine" and receiving effective therapy following replacement.